Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power error. Customer's blood glucose level was 170 mg/dl. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved and was recurring. Insulin pump will be returned device for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump properly connected to the glucose sensor simulator. No weak signal alarm noted. Insulin pump trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board after disconnecting and reconnecting the internal battery connector on electrical board the insulin pump was monitored and functioned properly.